Event description:
It was reported that pump display showed only backlight with no graphics, which prevented customer from reading or interacting with pump. There was no adverse impact to the customer's blood glucose level. Customer reverted to an alternate method of insulin therapy.